Event description:
MFR reported through the health department, "occasionally there have been incidents involving over or under infusion of fluids using the baxter flo-gard pumps. Subsequent investigations have nearly always ended up with no fault being found. This particular incident involved a pump set at 100m/hr at 12am using a 1l bag. When checked at 7am the 1l bag was empty with the pump showing still 233 ml to be infused. This makes the "actual" rate-143ml/hr. Functional checking concluded the unit was working satisfactorily. Misload sensors, occlusion sensors, air sensor, pumphead backplate, safety clamp and infusion rate were all working within spec." There was no patient injury or medical intervention required.